Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during use of the rayner superflex aspheric 920h intraocular lens. The event description provided indicates that the lens haptic tore during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Corrective, preventive and remedial action was taken by the healthcare facility in the original planned surgery session. The superflex aspheric 920h intraocular lens was explanted by the healthcare professional. Our device analysis concluded that it was not possible to ascertain the cause of the original incident; however, confirmed the incident as reported. The analysis and testing methods performed concluded that the damage to the haptic eas consistent with the haptic being trapped between the injector flaps during the initial loading procedure. It was not possible to find a device related cause of this incident. Our review of production records for the superflex aspheric 920h batch 062e37401 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Existing vigilance data since the month of manufacture of the superflex aspheric 920h intraocular lens (june 2012) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h batch 062e37401.